Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a broken bag/vent switch circlip. The bag/vent switch was replaced.

Event description:
The hospital reported that, during a case, the bag/vent switch was not operating as expected. There was no reported patient injury.